Manufacturer narrative:
Section d10 returned to manufacturer on of the initial medwatch report was blank. Section d10 returned to manufacturer on of the initial medwatch report should indicate: 12/04/2019.

Event description:
A customer contacted physio-control to report that, the service led of their device was on and the display has a white screen. The white screen can be indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. After replacing the display and updating the software, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio- control to report that, the service led of their device was on and the display has a white screen. The white screen can be indicative of a device lock up condition and defibrillation therapy may be unavailable, if needed. There was no patient associated with the reported event.